Manufacturer narrative:
The following field was updated: b5 this supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device history record (DHR) review and additional information provided by the user facility. The investigation determined the cause of the no image was a faulty circuit board. There has since been a design change to prevent reoccurrence of the event. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained from the user facility. The procedure was completed, however, it is unknown if the procedure was completed with the subject device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the olympus representative was provided troubleshooting steps to perform with the user. The representative was instructed to have the user press the input button under the picture in picture (pip) section of the cv-190 keyboard to cycle through the pip inputs as the incorrect input was selected for the cv-190 image. The user called into tac for additional troubleshooting and also reported receiving the e209 error. The user was informed there might be an issue with the internal buffer and the device would need to be sent in for repair. Prior to the device being sent in, the customer¿s biomedical engineer (biomed) then called into tac to attempt troubleshooting. The biomed attempted using a known good scope (worked with a second evis exera iii video system center) but the image would still not be displayed. The biomed was unable to provide the model type of the scope being tested with the .evis exera iii video system centers. The biomed was informed if the scope being tested was a model 180 scope series and the same videoscope cable was used with both evis exera iii video system centers, it is a paddle connection issue and the device would need to be sent in for repair. The device was returned to olympus and the device evaluation confirmed the customer¿s allegations of e209 and no endoscopic image. However, the customer¿s allegation of the pip not working, could not be confirmed. The e209 error was caused by a full internal buffer and the no endoscopic image was caused by a faulty patient board set. In addition, the device on the software was updated. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
The customer¿s olympus sales representative reported to olympus technical assistance center (tac), the image displayed as a gray box but the ultrasound image showed normally when the evis exera iii video system center was connected to the universal ultrasound processor. The user facility later clarified the picture in picture (pip) was not working during an endobronchial ultrasound (ebus) procedure. There was no endoscopic image but there was an ultrasound image. Error code e209 was also observed. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of no image.

Manufacturer narrative:
This supplemental report is submitted to provide the device history record (DHR) review.the review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release.